Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported when she first got the device it worked nicely and she had no problem. The patient noted about a month ago therapy stopped helping her and the symptoms were getting worse. The patient noted she had to wear a pad. The patient stated she gets up from bed and makes 6 steps to the bathroom and by the time she gets there it is running down her leg. The patient stated she had tried to increase stimulation about a week ago and stimulation went down her leg. The patient noted she did not feel stimulation down her leg. The patient stated there was no trauma or falls related to the issue. The patient planned to follow up with the healthcare professional (hcp). The patient noted the symptoms were gradual in change. The patient stated therapy stopped helping her symptoms in (B)(6) 2016 and she increased stimulation and felt it in her leg. Additional information from the patient reported the device had not been working. The patient stated that if she does not wear a pad to bed by the time she gets there it is running down her leg. The patient stated it was getting worse. The patient stated that she fell in (B)(6). The patient said when she fell she really didn¿t get hurt and she fell on the opposite side from the device. The patient planned on changing programs, but didn¿t have time. The patient noted her symptoms started sometime between (B)(6). Additional information from the hcp reported the patient¿s implantable neurostimulator (ins) was not working. The hcp stated the ¿urine is running out of the patient¿. The hcp stated the patient increase the number and it is at ¿45¿. The patient also mentioned to the hcp about ¿changing modes¿. The hcp stated they did not know what that meant or how that would help. It was confirmed with the hcp that they do not use manage by fact programming. It was noted the patient was able to change setting as needed. There were no impedance measures taken. The hcp did not have access to a clinic programmer. The hcp stated the patient had a fall recently, and they thought it was a couple of weeks ago. The patient noted a return of symptoms and what sudden in change. The hcp also noted the patient reported to them that they were going through batteries really quickly about 1 set every month. The hcp stated they were no symptoms related to the patient programmer. Additional information from the patient found the stimulation was off. The patient was able to change to program 2 and increased stimulation to a comfortable level. The patient is implanted about urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they developed a cold 2 weeks ago, coughing a lot and since then has experienced a return of symptoms. Patient has a cold and has started to drink orange juice, which she wasn't drinking before. Patient was directed to contact hcp office for therapy direction while having a cold. The patient reported that the symptom was sudden and started 2 week ago. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that it wasn't working. They had to wear pads and was getting sore from wearing them every day. Every time they turned around, they were leaking. If they went some place and was in the car and got up, it would run right out. They noted that they were at 1.6 v on program 4 and the stimulation was shut off. They turned the stimulation on and decreased the stimulation to 1.55 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.